Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 806:10 was confirmed during product evaluation. The root cause was determined by service to be not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "806:10 ". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.